Manufacturer narrative:
The pump was received with a button error alarm, and had no button response due to corroded keypad traces. No scrolling numbers were noted. The pump was received with minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip, and a cracked case at the reservoir tube window corner.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had numbers ramping on the screen and the keypad was unresponsive. The customer stated that this issue was recurring over several days leading up to the call, but did not list any contributing events. Blood glucose level at the time of the incident was 306 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.